Manufacturer narrative:
The lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting out of range impedances of greater than 2500 ohms in both unipolar and bipolar configuration. This triggered the lead safety switch on the device. Threshold measurements have trended upward slightly. Technical services discussed a possible lead fracture. No adverse patient effects were reported. This patient is not pacer dependent.